Manufacturer narrative:
The actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing was also performed, with no leak identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stopcock was leaking from an unspecified location. The leak occurred during an infusion with recombinant human brain natriuretic titanium while an indwelling needle was connected to the stopcock. To resolve this issue, the stopcock was replaced with a new one. There was no report of patient injury or medical intervention associated with this event. No additional information is available.